Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon. Risk documentation and/or historical trending.

Event description:
The physician claims that the graft was implanted in 2007 as a thoracic aortic replacement due to a thoracic aneurysm. Approximately 10 years prior to this event, the patient had underwent a graft patching procedure (device identity unknown) to treat a true thoracic aneurysm. During the present procedure, bleeding occurred through the walls of the graft. Fibrin glue was used to achieve hemostasis. The exact amount of blood lost through the graft, and the duration of the leakage have not been reported to us at this time). The procedure was completed with this device. It was reported that the patient had no problems after the new procedure, and that the patient's condition is stable. Additional information received 20aug2007: it was confirmed that there was no hole in the graft at the location in which the bleeding occurred. The duration of the bleeding and the amount of blood lost are unknown, and appear, at this time, to be unattainable. Non-serious malfunction reportable as per FDA request in 1993. The cardiopulmonary bypass procedure took 611 minutes. The physician commented that the technique of profound hypothermic circulatory arrest (phca) is associated with an increased bleeding tendency compared to conventional bypass surgery. The physician reported that any type of graft would have the same bleeding tendency during the performed technique (phca), compared to conventional bypass surgery. Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following our investigation, which included a physician's report, and a device history review, we have concluded that the probable root cause of the event is operational/physiological context related to this device only and is not batch-related.